Event description:
It was reported that there was auto mode switching (ams), due to far-field r wave oversensing. Atrial auto sensitivity was disabled, and the atrial sensitivity was programmed to 0.5 mv. Far-field r wave oversensing resulting in ams again occurred, when atrial rates were between 105-115 bpm.

Manufacturer narrative:
Na